Event description:
(B)(4).

Manufacturer narrative:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed.

Event description:
Reference (B)(4).

Manufacturer narrative:
This revision is linked to mdrs 2014-00091 and 2015-00031. Batch review performed on 04/30/2015: lot 146555: (B)(4) liners produced and released on 11/26/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar issue. Code 01.12.22sn (k082792) lot 090113: (B)(4) stems produced and released on 02/25/2009. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar issue. This component was implanted during the primary surgery on (B)(6) 2009. Code 01.25.011 (k072857) lot 141037: (B)(4) heads produced and released on 06/17/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar issue. This component was implanted during the 3rd revision on (B)(6) 2015. Code 01/26/54mb (k083116) lot 144749: (B)(4) cups produced and released on 10/13/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar issue. This component was implanted during 2nd revision on 11/12/2014. The pathogen found was enterococcus faecalis.